Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received abnormal low results from her prodigy diabetes meter. The end user was cold to the touch, shaking, confused and unable to speak accompanied with a blood glucose reading of 71 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 149 mg/dl. The end user was given an unknown IV solution and transported to the ER. An MRI, eeg and cat scan were performed. After 4 days in the hospital the end user was discharged and instructed to follow-up with her pcp. The end user visited her pcp after this medical event and her novolog was changed to 6 units in the morning and 4 units in the evening. No additional details were provided in regards to this medical event.